Event description:
During a redo coronary artery bypass graph. The surgeon was using the mayo scissors and they broke during the case. No untoward outcome. On 7/31/97 risk mgmt spoke with v. Mueller, specialist. Co. Requested that rptr fax the medwatch form to them. This report is sent in excess of the 10 day reporting requirement due to the fact that the person reporting was on vacation. The device is available for inspection at the medical ctr.